Event description:
It was reported that the patient experienced inappropriate anti-tachycardia pacing due to oversensing of noise on the right ventricular (rv) channel. There was also greater than two seconds of pause in pacing due to the noise. Impedance was greater than 2,500 ohms with some loss of capture at maximum output and a lead fracture was suspected. This rv lead was capped and abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.